Event description:
Prepared impella 2.5 for use during coronary intervention. While attempting to initiate support, the impella console working screen froze. Abiomed help line contacted and suggested that "the green button be depressed". Screen remained frozen. Device removed and procedure completed without use of the device. No adverse pt outcome.what was the original intended procedure?attempted placement of an impella left ventricular assist catheter.device #1is this a laboratory device or laboratory test?no